Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The patient was also diagnosed with preoperative right-sided capsular contracture (baker grade IV). During the patient's unilateral procedure, her impacted device was replaced with a 475cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502475, serial number: (B)(4). Reason for device explant and/or reoperation: capsular contracture and deflation manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with 450cc mentor siltex contour profile high saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2020.